Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was unable to duplicate the reported problem; however, error code 41541 was present. The root cause was unable to be determined; however, the most probable cause is the latch flex lock sensor. The latch lock flex sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41100. There was no patient involvement.